Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (.5 mg/ml at 0.02403 mg/ day) via an implantable infusion pump. It was reported that a magnetic resonance imaging (MRI) was performed on (B)(6) 2019 and the pump was not read afterwards. The patient did not hear any alarms but reported increased pain. The pump was interrogated during an office visit today and received 2 warning messages; ¿warning message: loss of therapy (service code 99)," pump has been stopped for 932 hours and 21 minutes, and ¿warning message: potential underdose/ pump motor stall (service code 100).¿ the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated they had interrogated the pump the day before and it was stalled. However, it was indicated the stall recovered. It was reviewed when the rep interrogated the pump this resolved the telemetry state and the pump logged the recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction was made indicated that the pump was interrogated on (B)(6) 2020 and found that the motor stall had resolved. No further complications have been reported.